Event description:
Received information regarding a cartridge alarm 9 during the load process. Reportedly, the customer then removed 2 ml from the cartridge and continued to load the cartridge onto the pump. The insulin gauge was reported to be inaccurate. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.